Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had an unexpected restart alarm on a back-up pump when placing in a new battery. Customer stated that the pump had not been in use for 3 years. Customer kept the old pump when he received his new pump. Customer got a button error alarm on the current pump and reverted to the old pump as a back-up. Customer's blood glucose was 489 mg/dl. Customer's blood glucose was 283 mg/dl after treating with the pump. Customer stated that the pump was stored or not in use for an extended period of time. Customer was advised to monitor the pump.